Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called this morning reporting that they were switching from the power module to battery power (white power lead), they began getting a red heart alarm and felt vibrations/ revving in their chest where the vad is located. Also reports feeling faint palpitations. The patient was instructed by the vad coordinator to hook herself back up to external power. The display module read flow: 5.6 lpm, speed 1200 rpm, pi 6.1, and power 5.7 watts. Patient reported that the driveline was securely connected. Instructed the patient to exchange out the system controller to the backup controller and have her husband call 9-1-1. The patient successfully exchanged out the system controller and all alarms at that time resolved along with the "revving" in their chest and the palpitations. The patient's vad parameters were all within normal limits (wnl) following the exchange: flow 4.8 lpm, speed 8800 rpm, pl 5.6, and power 5.7 watts. At this time, emergency medical services (ems) was at the patient's house and instructed the ems to transport the patient to the local vad center. Additional information received from clinical specialist, stated that after assessment it appears that the white power lead has some bends/ kinks in the wiring causing a potential break in the wires' integrity. When I connected the failing controller to the power module to interrogate it's history, the history was unable to be obtained. This was attempted five times; unsuccessful each time. Additional information received on (B)(6) 2013 states that the patient was having a yellow battery alarm while on battery power, but resolved when transferred to external power. On assessment of the patient's battery clips, it appears that the metal terminals on one of the clips (which contact's the terminals on the battery) have been pulled back. This is more than likely the cause of the multiple power cable disconnect alarms because the terminals are not making full contact with the battery terminals. Sending the battery clips back to the MFR for analysis and ordered the patient a new set. The patient has been loaned a pair of backup clips for the time being (no alarms noted while on the backup clips).

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.